Event description:
It was noted on the medical records taht t-wave oversensing was observed on the electrograms which resulted in inappropriate shocks. The physician made the decision to program the device off with pace support of vvi at 60 ppm. The next day the pt expired.